Event description:
Ous MDR - it was reported that a sudden drop in sensing was observed. No more details are available. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection discovered a deformation of the distal shock coil, which was probably a result of the operation. In addition, abrasion traces could be seen at the lead. The insulation was intact. During the continuing analysis, no further deviation from the technical specifications were found, which could be related to the clinical complaint. The lead proved to be conforming to specifications and without defects. In summary, there were no indications of material defects or manufacturing errors.